Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure the pta balloon catheter allegedly could not be fully deflated and therefore became stuck in the 6fr sheath. The sheath and balloon were removed as a single unit. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: two electronic photos were reviewed. The photos show the distal end of a vaccess pta catheter extending out of an unknown sheath. The distal end of the balloon, portion extending past the sheath, is bunched and the distal end of the sheath appears to be flared, likely indicating retracting issues . Based on the photos provided, the investigation is confirmed for sheath related retraction issues. Additionally, based on the photos provided, deflation issues can not be confirmed. Conclusion: the device was not returned. Two photos were provided. Based on the photo review, the investigation is confirmed for sheath related retraction issues. Additionally, based on the photo review, deflation issues can not be confirmed, as the device was not returned to complete functional testing. Per the reported event details, the balloon was unable to be fully deflated. The retraction issues were a result of the balloon not being fully deflating prior to being retracted into the introducer sheath. However, the definitive root cause for the deflation issues could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: use the recommended balloon inflation medium (50% contrast medium/50% sterile saline solution). Never use air or other gaseous medium to inflate the balloon. If resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the vaccess pta balloon dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon catheter allegedly could not be fully deflated and therefore became stuck in the 6fr sheath. The sheath and balloon were removed as a single unit. There was no reported patient injury.